Manufacturer narrative:
Approximate age of device ¿ 1 (the day of implant). The explanted device was retained by the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to left ventricular assist device (lvad) implant, the patient experienced carotid intervention. The patient was resuscitated two times before implant. After successful lvad implantation on (B)(6) 2018, a floating thrombus formation was seen into the left ventricle (lv) via transesophageal echocardiogram (tee). The patient was connected back to emergency cardiopulmonary bypass (ecbp), the lvad was disconnected from the apical ring, and the thrombus formation was removed from the lv. The lvad pump was started and showed 0.0 lpm. After the pump was disconnected again from the apical cuff, a thrombus formation was found in the inflow cannula and was also successfully removed. The pump was reconnected to the lv and was working as expected. Due to right ventricular failure, the patient was placed on a temporary right ventricular assist device (rvad) from another manufacturer. The rvad system was clotted and stopped working. The surgeon decided to stop the lvad therapy because the patient showed a loss of resistance and metabolism failure on maximum dose of inotropic support. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and therefore not returned for evaluation. A direct correlation between the pump and the reported thrombus formation found in the inflow cannula could not conclusively be established through this evaluation. Thromboembolism and right heart failure are listed in the instructions for use (IFU) as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.